Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had an over-sensing issue with a diagnostic anomaly. Programming changes were made to resolve the issue. The patient was in stable condition.